Manufacturer narrative:
H3: the device has not been analyzed yet. A supplemental report shall be submitted after the device is analyzed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:nim4cm01, serial/lot #: unknown/unknown, UDI#: unknown. Applicable code for concomitant product (unk. Prod. ID/ indigo handpiece) - fdm b17, fdr c20, fdc d16 img g02030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, after the software update, bluetooth connections frequently disconnect on ch1 and ch2. There was no patient involvement.

Manufacturer narrative:
H3: analysis of the device found that there were loose pins on channel 1, 2 and stim 1. Continuation of d10: additional information received shows that the other relevant device product ID:nim4cm01, serial/lot #: unknown /unknown, UDI #: unknown that was reported in regulatory report 1045254-2026-00517 was working fine with other patient interfaces. Therefore, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 and does not fulfill the criteria to be a complaint. Correction: the concomitant product was incorrectly mentioned as indigo handpiece but was nim vital console which has been now determined to be not fulfilling the criteria to be a complaint. H6: previous codes a110207, b21, c21 and d16 is no longer valid. G3: PMA / 510(k) has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the console was working fine with other patient interface.